Manufacturer narrative:
The device was returned and an evaluation of the returned device could not confirm the customer allegation. The bending section cover had a scratch. The adhesive of the bending section cover was chipped. Video connector was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the endoeye flex deflectable videoscope had an abnormal color tone. The image was reddish in color. It was unknown when the issue occurred. The intended therapeutic procedure was completed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a definitive root cause could not be determined. However, it is likely to have occurred due to stain on the electrical contacts of the system. The following is included in the instructions for use (IFU): "[inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.